Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Rash was described as raw skin, causing red marks and breaking skin in some areas. There was no alleged device malfunction contributing to the irritation. Patient reported that her home health nurse advised her not to wear the lifevest improved and nurses in the hospital applied an anti-fungal cream. Patient also applied vaseline and lotion to the irritated area. Follow up indicated that the skin irritation has improved.